Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to lead dislodgement which noted under sensing, loss of capture and impedance changes. To date, the rv lead remains in service. No adverse patient effects were reported. No additional adverse patient effects were reported.